Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: an x-ray of a custom stem we previously made on top of a dfr that unfortunately broke at the distal part of the screw hole. Right side. Patient is not reported as revised as of time of pi creation.